Manufacturer narrative:
Follow-up #1: device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 562 mg/dl with no reported signs or symptoms of hyperglycemia associated with a loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. It was reported that the pump emitted multiple loss of prime warnings while cartridges from the same box were in use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.